Event description:
A report has been received of a fluid leak from a cassette, inside the cycler door. And that the cassette compartment was wet. There was no sample available for evaluation. There was no report of pt ill effect.